Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programming bolus settings).

Event description:
On (B)(6) 2016, the patient contacted animas, alleging a history settings issue. The patient stated that their parents phoned paramedics because they could not awake from sleep and when they did wake up they stated their blood glucose (bg) felt low with sweating, numbness, tingling, confusion, unsteadiness, difficult to speak and think. The patient was treated with IV glucose. Customer support (cs) completed troubleshooting and all settings were correct. Cs continued troubleshooting and the patient stated that they had a change in weight without adjusting insulin regimen, they had a change in nutrition, a change in physical activity without adjusting insulin regimen. The patient stated that the bolus settings were incorrectly programmed. This complaint is being reported due to the bg excursion the patient experienced related to use error in incorrectly programming bolus settings.